Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch vita meter read inaccurately high compared to another device. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 4:30 p. M. When she obtained a blood glucose reading of ¿130 mg/dl¿ with the subject meter and ¿60 mg/dl¿ with another device (easy meter), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (novorapid, self-adjuster) and stated she took an increased dose of insulin (novorapid, 10 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, 15 minutes after the alleged issue occurred, she developed symptoms of ¿sweatiness, dizziness, trembling, and her mouth was numb¿. The patient immediately self-treated and drank orange juice. The patient confirmed she began to feel better, 5 minutes afterwards. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.